Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgs105-5096-000 rev. Af as found condition: the apollo micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damages or irregularities were found with the apollo hub. The micro catheter body was found stretched between ~147.0cm and ~149.0cm from the proximal end (figure d). The detachable tip was already detached and not returned for analysis (figure e). No other anomalies were observed. No onyx was found within the hub or within the micro catheter. Testing/analysis: the ldpe coupling tube overlap length was measured to be ~ 1.6mm which is within specification (specifications: 1.0mm - 2.5mm). Conclusion: based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿. In addition, the micro catheter was found stretched. This is indicative of resistance, which could have caused the premature detachment. Possible contributors are incompatible devices, or patient vessel tortuosity. Customer reported device were prepared per IFU, no friction/difficulty during injection, no force applied during removal, tip was not entrapped, and no vasospasm. Customer reported that the tip detached occurred during navigation, and later discovered that the tip was found separated during onyx injection. However, no onyx was observed within the hub or within the micro catheter. As the detachable tip was not returned for analysis, any contribution of the detachable tip towards the failure could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the delivery of the microcatheter, the tip was found to be broken before it was in place. There was tip premature detachment. There was no friction or difficulty during injection. There was no force applied during removal. The catheter tip was not entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for arteriovenous malformation (avm) embolization. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 7mm. Ancillary devices include a cook sheath, envoy guide catheter, hybrid guidewire, and onyx liquid embolic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that after the apollo was in place, the injection was started and onyx was found to be overflowing from 10 cm away from the tip. The tip was judged to be broken, so the injection was stopped immediately and the tip was withdrawn from the body along with the intermediate catheter. The apollo tip was not embedded in the onyx cast. The detachment occurred during navigation through the guide catheter. There was no vessel calcification, and no kink or damage noticed to the devices.